Event description:
According to the available information, the right cylinder rear tip extender migrated. Right rear tip extender removed and replaced with new 1cm rear tip extender.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.